Manufacturer narrative:
The device was returned due to deformation of the material at the tip, that was around the distal electrode. A gelatin-like foreign material was noted to be present on the distal tip of the catheter, consisting with the reported issue. Further investigation revealed the foreign material to be consistent with biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the biological foreign material on the distal tip remains unknown.

Event description:
This report is to advise of an event observed during analysis, confirming tissue on the returned device.